Event description:
It was reported that the prm/c60/20drop/f/n35kn2 experienced a safety failure. The customer reported, "when removing the connection from the main line, the needle was exposed¿.

Manufacturer narrative:
H.6. Investigation: investigation has been completed by atom medical. Visual inspection of the returned sample shows no anomalies found. As a result, bd was unable to verify the reported issue or determine a definitive root cause. Functional tests are completed as well and the product n35 was able to connect with c35 without any anomaly. No corrective actions are required at this time.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the prm/c60/20drop/f/n35kn2 experienced a safety failure. The customer reported, "when removing the connection from the main line, the needle was exposed¿.